Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter_inr: 2.7, lab_inr: 3.7, mean: 3.2, confidence limits: 1.9-4.6 in. The time elapsed between tests was not given. Summary: user claims discrepant accuracy results. The comparison of both inratio and lab values of user are within the confidence limits and meet accuracy criteria. Revealed user issue using microsafe tubes; indicates samples clotting prior to application. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, product is not expected to return.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: 1, meter_inr: 2.7, lab_inr: 3.7.